Event description:
Additional information was received from a company representative (rep). It was reported for troubleshooting, tech support helped the rep change the time on the tablet to have the correct time updated on the pump due to an alert of a wrong time. Update to the pump was successful, and tech support advised that this was a possible issue to why the alarm sounded, but was unknown. The volume discrepancy was on-going, dye study was unsuccessful, so they were unable to determine if the catheter was patent. A roller study performed, and confirmed the pump was functioning. The issue was currently not resolved, but will be re-evaluated after catheter replacement. The patient's weight was unknown. Merged from duplicate pe: information was received from the healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) (unknown dosage/concentration) via an implantable pump. It was reported that they could not aspirated the catheter. The environmental/external/patient factor were not available. Roller study was performed, pump shown to be functioning. Scheduled for catheter replacement. The weight and medical history were asked but will not be made available legal/confidential reason. The patient status was alive and no injury. Additional information was received from a healthcare provider (hcp) via a company representative (rep). It was reported there was no cause determined for the inability to aspirate the catheter. Additional information was received from a company representative (rep) noting the scheduled catheter replacement is unknown.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# n185651002 implanted: explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot# serial# (B)(6), implanted: (B)(6) 2009, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc , serial/lot #: (B)(6), ubd: 2011-01-06, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving hydromorphone (unknown dose and concentration) via implanted infusion pump. It was reported the patient came in on (B)(6) 2022 because pump empty reservoir alarm was sounding. They pulled back 20 mls. A dye study was scheduled. The pump was updated to reflect that it was full. The programmer was reading reservoir volume of 18.5 ml on (B)(6) 2022. The rep stated the date on the pump was reading incorrect. The rep noted the patient felt sick, like the they had the flu or covid.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the company representative (rep) reported that it was determined that the alarm was caused by a date/time issue. The date and time were corrected. The software version was unknown. The volumes at the time of the volume discrepancy was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.